Manufacturer narrative:
Zoll has received the platform however, the investigation is still in progress. A follow-up report will be submitted when the investigation has been completed.

Event description:
During the device check, the autopulse platform (serial #(B)(4) displayed "system error, out of service, revert to manual CPR " upon powering on. No patient involvement.

Manufacturer narrative:
The reported complaint that "the autopulse platform (serial # (B)(6) displayed "system error, out of service, revert to manual CPR " upon powering on was confirmed during functional testing. The root cause of the reported complaint was the defective processor board (pca), likely attributed to the aging of the device. The autopulse platform was manufactured in february 2015 and is 7 years old, past its expected service life of 5 years. Upon visual inspection, unrelated to the reported complaint, the battery compartment was observed to be damaged with a bent battery latch and cut battery cable. The observed physical damages appeared to be characteristic of user mishandling and/or an aging device. All the damaged parts were replaced to address the issues. The platform's archive data could not be downloaded likely attributed to the defective processor board (pca). The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering up the device. Therefore, the reported complaint was confirmed. The defective processor board (pca) was replaced to remedy the "system error, out of service, revert to manual CPR " message. In addition, unrelated to the reported complaint, the autopulse platform also failed functional testing due to the "fault code 27 (encoder fault)" error message. It was determined that the probable root cause of fault code 27 error was due to the drive train motor brake gap out-of-specification, likely attributed to wear and tear. The brake gap could not be adjusted to the manufacturing specifications and therefore, the drive train motor was replaced to remedy the observed issue. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse with serial number (B)(6).